Manufacturer narrative:
510(k) # is k021819.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 6:30pm. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action to her diabetes management in response to the alleged power issue. Fifteen minutes following the alleged issue, the patient claimed she developed symptoms of shaking and weakness. The patient, however, denied receiving any medical intervention or treatment as a result of the alleged issue. At the time of troubleshooting, the csr verified that the subject meter did not turn on with power button or test strips. However, the csr noted that the batteries in the subject meter needed to be replaced (per owner's manual recommendation) and the patient did not have new batteries available at the time of the call. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the alleged power issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.